Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A hole was found on the arterial extension, near the red adult adapter. This kind of hole would be detected on the pressure test. The device was more likely damaged during use. As per the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. A possible root cause can be due to the device coming into contact with a sharp object during the initial handling of the catheter. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the silicone extension at the arterial line has burst (split) while performing dialysis resulting in the spillage of the patient blood. The dialysis was going smoothly for 7 hours prior and the event occurred during dialysis. The entire catheter was pulled and a new catheter was placed. The catheter was inserted on (B)(6) 2015 and the incident happened on (B)(6) 2015.